Manufacturer narrative:
(B)(4).

Event description:
Permacol tore in half - procedure was done on the (B)(6) 2015 and the failure occured on the (B)(6) 2015 in ICU. The permacol was used in a bridging technique. Patient died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was requested on three separate occasions. No further information was provided by the account. Should additional information be received, a supplemental will be submitted.